Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with readings reported over 400 mg/dl despite a set change, leading the user and healthcare provider to temporarily discontinue ilet use and revert to prior multiple daily injection therapy, with plans to resume at a later date after retraining. Symptoms included hyperglycemia. Outcomes included interruption of device therapy and a return to prior insulin regimen, with continued cgm use advised. Investigation included a review of the event with clinical support and user counseling on correct meal entry, hypoglycemia management, and patience with device adaptation. Investigation of this case revealed that the cause of hyperglycemia remained unclear, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.